Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The patient¿s cause of death is unknown however it was reported by the vad coordinator that the lvad functioned as intended until the patient's time of death and was not associated or caused by the hm2 or its peripheral equipment. The pump was not explanted. Additional information was requested, but not provided.

Event description:
Additional information reported that the only known ailment that may have contributed to the patient's cause of death was a driveline infection. No other information is available at this time and the hospital team advised there will not be any other data available.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the pump and the reported events (driveline infection and patient expiration) cannot be conclusively determined through this investigation. The account communicated that the patient expired on (B)(6) 2019, and the only known ailment that may have contributed to the patient's expiration was a driveline infection. No alarms or device-related issues were reported in association with the event. (B)(6) will not be returned for evaluation as it was not explanted, and no autopsy was performed. No further information regarding the event is available/will be provided by the account. The heartmate ii left ventricular assist system instructions for use lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use, as well as the heartmate ii left ventricular assist system patient handbook, provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration could not be conclusively determined through this evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.